Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that customer had cracked near the reservoir area. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the ring on the reservoir compartment was cracked off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.